Manufacturer narrative:
The initial alert date for the complaint was (B)(4) 2015; however, the event met MDR reportability criteria on (B)(4) 2015, when coil stretching was confirmed during product analysis. (B)(4). The device was returned for analysis. The core wire was found protruding outside the sheath at the distal tip of the skive. At the distal tip of the skive at the protrusion site, there is mechanical sheath damage that opened up the skive. The coil was returned stretched almost to the ball tip. The circumstances of how and when this unreported damage occurred cannot be determined. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The sheath splitting and the resheathing difficulty, as well as the unreported coil stretching were confirmed. The most likely root cause of the sheath splitting and the resheathing difficulty may have occurred when the resheathing tool was advanced over the proximal end of the green introducer. When the resheathing tool was retracted for coil removal, the skive was opened up by the tool moving over this section of the sheath. This caused the skive to open up and for the core wire to protrude outside the sheath. In this condition the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ the root cause of the coil stretching could not be determined; however, post-procedural handling may have contributed to the stretching. In addition, without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any other contributions to the complaint event. Since there were no manufacturing issues related to the event, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, during a coil embolization of an anterior communicating artery aneurysm, the g2 complex xtrasoft coil (641cx0202/c12739) sheath split open during re-sheathing, and could not be used again. Upon return of the device for analysis, it was found that the coil was stretched. It could not be determined if the coil stretched when the sheath split open during re-sheathing. There was no report of a device malfunction in the patient. Excessive force had not been used and the device had been prepped and used as per the instructions for use (IFU). There was no patient injury or clinically significant delay in the procedure due to the event. The device was returned for analysis.